Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance for hypoglycemia. Blood glucose (bg) values dropped to 55 mg/dl while wearing the pod between 24 and 36 hours. Symptoms include profuse sweating, confusion, shaking, very hot, weakness and very dizziness. For treatment, the patient was given crackers and other unspecified treatments at the hospital. The patient was discharged after 2 days. It was discovered the patient had incorrectly programmed the basal settings into the phone application. Patient had programmed the basal rate to be 10 units/hour, instead of 0.4 units/hour. The patient was in manual mode during hypoglycemic episode.